Event description:
The account alleged that the head section of the bed would not raise. The head section was all the way down. No pt impact.

Manufacturer narrative:
Tech asked the account to check the emergency cardio pulmonary resuscitation pedal and the connection to the valve. Also, use a position sensor calibration mode to see if the head will raise this way. Three attempts have been made regarding a resolution to this contact. No further info is available at this time on the repair of the bed.